Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator's anti-tachycardia pacing (atp) and shocking therapy were exhausted after delivering multiple therapies and inappropriate shocks for sinus tachycardia while exercising. The field representative discussed with boston scientific technical services (ts) potential programming changes to attempt to prevent inappropriate therapy in the future. Reprogramming was confirmed by the field representative and it was also noted that the patient was instructed on the importance of taking his beta blockers as prescribed. No adverse patient effects were reported.